Event description:
It was reported by the user that a pediatric patient was able to wiggle out of the restraint strap. There was no product malfunction reported. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified through investigation that this device report was reported in error. The (B)(4) baby and child restraint system is an OEM product that is designed and manufactured by the OEM manufacturer and not stryker. This product is not sold or distributed in the united states.

Event description:
It was reported by the user that a pediatric patient was able to wiggle out of the restraint strap. There was no product malfunction reported. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.